Event description:
The reporter stated that the surgeon broke the tip on the split manta ray screwdriver during surgery. The user was tightening the screw when the tip sheared off the screwdriver shaft. The surgery was completed using a spare instrument. There was no harm to the pt.

Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. A review of the complaint log showed that this was a repeat incident with this part. No product was available for evaluation as it had been discarded and was not available for return to theken. The investigation was unable to determine the lot number and therefore which revision of the part was broken. Engineering testing showed a 61% increase in strength of the current revision over the previous version. This type of breakage was addressed in the failure modes and effects analysis (fmea) in the relevant design dossier. Integra considers this complaint investigation closed. Further incidents of this nature will be documented for recurrence and trending purposes.